Event description:
The doctor claims that the graft was placed for an arterio-venous procedure. Two hours later the pt had pain and swelling at the placement site. The following corrective action was taken: the fluid was drained. There was no problem since the drainage. The patient's post-operative condition was reported as fine.